Event description:
The physician was treating an aneurysm located at the right posterior communicating artery. He successfully deployed three px400 coils through the pxslim microcatheter. He began to deliver a fourth coil and noticed that some of the coil had pushed out into the patent artery. While pulling back on the coil he felt a "pop" and realized that the coil had detached from the delivery system. He used a snare to remove the coil from the microcatheter and completed the case by placing a pipeline device across the aneurysm. There were no patient sequelae.

Manufacturer narrative:
Device investigation: results code: the coil is broken and stretched at the proximal end. The stretching appears to be the result of the snaring and retrieval. A section of broken stretch resistant (sr) wire was found entangled in the unwound coil. The sr wire shows evidence of stretching, with one end greater than two times the diameter of the other. Conclusion code: the unintentional detachment noted in the complaint is confirmed. The cause of the detachment is a break in the sr wire at the core of the coil. Based on the description of a "pop" the physician felt while retracting the coil into the catheter, the most probable cause of the break is the failure of the sr wire when tensile force in excess of the tensile strength of the sr wire was applied when retracting the coil. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.